Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 103028: 59 items manufactured and released on 15 june 2016. Expiration date: 2021-05-22. No anomalies found related to the problem. To date, 15 items of the same lot have been already sold without any similar reported event.

Event description:
During surgery, upon insertion of the screw, the head of the screw sheared off. The head of the screw was recovered from the patient. The shaft was retained. No critical delay in surgery. The surgery was completed successfully.